Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower stomach pain') and genital haemorrhage ('abnormal bleeding (general)/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concomitant products included antacids and oral contraceptive nos. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes;mood swings"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, mood swings, migraine, nausea, vaginal discharge, weight increased, pelvic pain, abdominal pain, headache, dysmenorrhoea, dyspareunia and metrorrhagia had resolved and the genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date mentioned in pfs - (B)(6) 2017, (B)(6) 2017. Discrepancy noted for removal date previously reported as (B)(6) 2018 now it is reported as (B)(6) 2018. Received treatment for pain, bleeding, bladder/urinary problem : yes. She received treatment for pelvic pain/ abdominal pain, dysmenorrhea, dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.5 kg/sqm. Imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) -result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event dysmenorrhea, dyspareunia (painful sexual intercourse, metrorrhagia (bleeding b/w periods), psych injury, headaches added. Events outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower stomach pain') and genital haemorrhage ('abnormal bleeding (general)/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concomitant products included antacids and oral contraceptive nos. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes;mood swings"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, vaginal discharge, weight increased, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder and fatigue outcome was unknown and the mood swings had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date mentioned in pfs - (B)(6) 2017. Discrepancy noted for removal date previously reported as (B)(6) 2018 now it is reported as (B)(6) 2018. Received treatment for pain, bleeding, bladder/urinary problem: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: unable to confirm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information added. Event : pelvic pain, abdominal pain, bladder problem, urinary probs., fatigue added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower stomach pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concomitant products included antacids and oral contraceptive nos. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes; mood swings"), migraine ("migraines / headaches"), nausea ("nausea") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower was resolving, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, vaginal discharge, weight increased and genital haemorrhage outcome was unknown and the mood swings had not resolved. The reporter considered abdominal pain lower, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date mentioned in pfs (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.5 kg/sqm. Hysterosalpingogram (B)(6) 2017: unable to confirm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Event: injury were updated to abnormal bleeding (vaginal). New events: menorrhagia), apareunia, hormonal changes: mood swings, migraines / headaches, nausea, pain, vaginal discharge, weight gain, abnormal bleeding (general) were added. Medical history, concomitant drugs, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.